Event description:
It was reported that guidewire fracture occurred. A 185cm pt2 guidewire failed to cross the lesion, and when removed, the guidewire was found to be fractured. The physician cut and removed the guidewire, however, a fractured portion remained in the patient's body. The procedure was completed with a different device. No patient complications were reported after being discharged from hospital.